Event description:
Dr reported that 3mm of file separated in canal. Dr elected to fill canal around separated piece. There was no report of pt injury; pt is to be monitored.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr, dated 03/08/2002 and 10/12/2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by pervious reported events. This event, therefore, is reportable per 21cfr part 803. Dr discarded malfunctioning prod and no lot # info is available for retained-prod testing or DHR review. Therefore, no further testing is possible. Pt status monitoring results will be provided if they become available.